Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch from bipolar to unipolar due to a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) channel. Myopotential oversensing causing pacing inhibition was also observed on the rv channel. The patient reported experiencing syncopal episodes due to this. The rv lead is a non-boston scientific product. No x-ray was taken and no changes were made to the system. The pacemaker was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information that t-wave oversensing was causing the reported pacing inhibition observed on the right ventricular (rv) channel. As the patient was pacemaker dependent, the device was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.